Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap proctocolectomy. According to the reporter: the staples were all deformed, and did not adequately hold the tissue (rectum) together. The area of the endo-gia was pulled up with allis clamps and resected. Another device was used and staples formed properly.